Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as contact dermatitis with skin that was breaking down. The patient's doctor prescribed hydrocortisone cream. There is no indication of a device malfunction. Follow up was completed and the skin irritation was showing some improvement.